Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome that the patient expired due to multi system organ failure (msof). Privacy laws prohibit the customer from providing information regarding the event. The patient underwent a bi-ventricular assist device (bivad)/total artificial heart (tah) heartmate 3 implant as ultima ratio therapy. The patient developed a progressive msof which was at least related to the outcome. No device issues were mentioned. The patient received bivad heartmate 3 implantation. There was no available information regarding whether the devices were implanted in a tah constellation. There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure and patient expiration) could not be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.